Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sinus infection, different surgeries in regards to this, nose bleeds. Was sent to the hospital to colonize left side of nostril, dry throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam.the patient has alleged sinus infection, diifferent surgeries in regards to this nose bleeds and was sent to the hospital to colonize left side of nostril, dry throat. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found unknown dust/dirt contamination present on all surfaces of the base unit and at the air inlet. An internal visual inspection was completed by the manufacturer and found slight discoloration of ui panel plastic was observed. An unknown white dust/dirt contaminate was observed on the blower box assembly, blower motor casing, impeller and rear panel o-ring. A keratin-like substance was observed around the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.